Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and had an issue with keypad anomaly. Customer stated the display was not blank less than 30 seconds and did not returned and keypad button was unresponsive. Customer stated that the insulin pump was exposed to moisture and had a pump error alarm. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the battery side of insulin pump was damaged. Customer stated that display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged blank display, cosmetic damage located at the back on the battery side, exposure to moisture, keypad unresponsive/button error alarm, and insulin pump error found on (B)(6) 2022. The insulin pump passed the displacement test, sleep current test, active current test, self test, and the keypad voltage test. All buttons were tested for their functionality and all passed. Test p-cap locks properly into the reservoir compartment. No keypad unresponsive/button error alarm and insulin pump error were noted during testing. Successfully downloaded insulin pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No battery alerts, alarms, or anomalies were found in the insulin pump history files and traces on the event date or during testing. No insulin pump error was found in the insulin pump history files and traces. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, label damage, and corroded battery tube. Exposure to moisture was confirmed found on electric boards, keypad flex connector, and motor. Insulin pump error and keypad unresponsive/button error alarm were not confirmed during testing. Blank display was not confirmed during testing. Cosmetic damage was confirmed at the back on the battery side. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.